Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(4).

Event description:
A customer reported an event of a smoke/haze/oil mist emitting from the sterrad® 100nx sterilizer. The customer reported to have experienced eye and respiratory reactions possibly related to the oily fog/mist coming from the unit. The customer had watery eyes for about an hour while the ¿haze¿ was in the room, and she was also congestion which lasted about two days. She did not need medical attention and reported she¿s ¿good¿. The customer could not say if her symptoms were related to her seasonal allergies or the ¿haze¿ from the unit. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. There are no serious injuries reported; however, this event is being reported as malfunction subsequent to serious injury.

Manufacturer narrative:
Device evaluated by MFR: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra). ¿trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the parts were not available for return and further analysis. The assignable cause of the smoke/haze issue is the oil mist filter. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).